Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine the dislodged and bent cannula or if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2024. The patient's blood glucose levels reached 20 mmol/l (360 mg/dl) with ketones of 3.5 while wearing the pod on the abdomen. At the hospital, the healthcare professional (hcp) observed that the cannula was bent and not in the infusion site prior to removing the pod. The patient was given fluids to hydrate and insulin to lower their blood glucose levels and ketones. The device was discarded by the healthcare professional (hcp). The patient was discharged the same day ((B)(6) 2024).